Manufacturer narrative:
The valve was patent and met the requirements for reflux testing. It did not meet the requirements for leak, pressure-flow, and pre-implantation testing due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The ventricular and peritoneal catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the ventriculoperitoneal shunt operation, the doctor found the product be leaking when tested. Reportedly, this device was not used on the patient. According to the report, the physician used a new device to complete the surgery. The report stated that the patient is currently normal.